Event description:
Boston scientific received information that this patient experienced shortness of breath. This patient has a history of persistent atrial fibrillation. When the device was interrogated, it was noted that this patient was not in atrial fibrillation but rather there was a sensor programming issue. The old maximum sensor rate (msr) value was 140 but it was now at 120. The device was reprogrammed so that only the accelerometer was active. Additional information was reported that the patient came in because she did not feel well with her device and said that she had the same symptoms as she did occasionally with her old device. The patient also has a chronic obstructive pulmonary disease, which was thought by investigator to be the reason for her problems. The device was programmed using the blended sensor, with the minute ventilation (mv) at a fixed response factor of 3 and the accelerometer response factor at 8. No changes were made to the enhance automatic response during this session on going. During the session, sensor driven atrial pacing was noted when patient was lying down and resting. Based on patient explanation, previous device settings and her pulmonary disease, the investigator decided to reprogram the device to the accelerometer only and the msr at 140. After the settings being changed, she went from sensor driven atrial pacing to pacing at the lower rate limit (lrl). After this visit she was chronically programmed to msr 140 with the accelerometer only, just as she had with her previous device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.